Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen that make harder to read and buttons were harder to press. The customer also state that diminished battery life and unexplained no delivery alarm. Customer also state that pump was not giving low battery at the right time. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be return for analysis.